Manufacturer narrative:
Eval summary: the analysis results found that the tsw35 device was returned with the firing mechanism damaged and with no cartridge present. In addition; the device was rec'd with the batch# illegible. The appropriate engineering personnel have been notified of this incident and the CAPA should be referenced. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed, however, the device did open and close without any difficulties. It should be noted that a 100% inspections takes place during mfg to ensure device meets the required specs; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted.

Event description:
It was reported during a lap appendectomy procedure, could only be opened with extreme force. Did not fire at all. Took new instrument. No further info is available. There was no adverse pt consequence.